Event description:
The brazil customer reported that the dako coverstainer lower door's shock absorbers, which are used to support the door, occasionally descended when it was opened. The agilent representative reported that the shock absorbers were not replaced during the previous preventive maintenance as they were out of stock locally at the time of service. Upon receipt of the shock absorbers in inventory, the field service engineer (fse) performed the service and replaced the shock absorbers on the instrument. The instrument has been repaired; it is fully operational and is available to the user. This issue does not affect the utility of the instrument, and the customer was able to complete staining. User harm was not indicated or reported. While there was no direct, or indirect, user harm reported for this event; it is being reported due to the potential for harm if the event were to reoccur. Therefore, this report is being filed as part of agilent's commitment to due diligence reporting.